Manufacturer narrative:
The device was returned for analysis. The reported sheath split issue was not confirmed as the sheath was able to split completely during functional testing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the starclose se device was used in an area of calcified plaque. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a below the knee angioplasty/atherectomy interventional. Reportedly, the device had difficulty splitting the sheath and would not fully advance. The release mechanism was used to retract the locator wings and remove the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.